Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. During an attempt to insert the 2.0 x 12 mm mini trek into the y-connector, the mid shaft of the mini trek bent, and separated outside the anatomy. The mini trek was removed without issue, and a new mini trek was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek balloon catheter revealed that the hypotube was separated approximately 74.3 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing. Additionally, both ends of the separated outer jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). There was also a bend in the hypotube at the distal end of the strain relief tubing and 4 cm distal to the separation. Additionally, there were two kinks in the distal portion of the hypotube proximal to the guide wire exit notch. Potential factors that can contribute shaft separations prior to inserting it into the anatomy may include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling, an interaction with the patient anatomy, or from an interaction with accessory devices. In this case, additional information received from the account stated that there was no resistance noted while inserting the catheter into the y-connector. However, as there was no report of any damage noted during inspection prior to use, this suggest that the damage occurred during or after the procedure. It is possible that the device was inadvertently mishandled as it was being inserted into the y-connector, such that the shaft became kinked and bent as a result, although this cannot be confirmed. Kinks or bends in the shaft can then lead to weakening of the shaft material, such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Based on the information provided and the analysis of the returned device, the exact cause for the reported separation cannot be determined, however, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected online for kinks/bends online and a sampling of units is also destructively tested to verify shaft integrity and tensile strength. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight - estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.